Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 2002 at a retail vendor. Four days later, sought medical attention for redness and swelling at the piercing site. At this time, an incision and drainage was performed, an i.v. Antibiotic was administered and an oral antibiotic was prescribed.